Event description:
The overhead struck the pt.

Manufacturer narrative:
The doctor's office was contacted on (B)(6) 2012 and could not provide any add'l info in regards to the pt or alleged injury. (B)(4) evaluated the machine and verified that the unit is functioning as intended.